Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the supplies on the pump multiple times. The customer's blood glucose (bg) level was 252-292 mg/dl. A correction bolus was delivered to address the bg level. As the supplies had been changed, troubleshooting to determine a possible cause of the occlusion could not be performed. A system check using the new supplies on the pump was performed and the pump was found to be operating as expected.